Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker experienced syncope. Right atrial (ra) noise was noted, and the patient also had some atrial fibrillation (af) and atrial tachy response (atr) episodes. Intermittent ra undersensing was also noted with a non-boston scientific ra lead. It was noted that there was no atrial pacing at times when it appeared there should have been. The patient¿s syncopal episode corresponded with an atrial tachy response (atr) episode. The noise was unable to be recreated, and impedance measurements appeared consistent. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that several troubleshooting attempts were performed and no atrial noise could be created. It was determined that the event was an atr episode. The cause of the patient's abnormal atrial behavior could not be confirmed, but it was determined that it was likely due to an atr event. All lead measurements were normal. No further actions or interventions were planned, and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.